Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional testing and baseline checks were completed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing. No error or fault codes were recorded in the programmer's log file and benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that this programmer was not allowing to press anything on the screen when the health care professional (hcp) was attempting to program magnetic resonance imaging (MRI) protection mode. The programmer was rebooted which solved the issue. The hcp called post MRI and walked through with technical services (ts) to use the arrow to show device is back to brady therapy enabled. This programmer remains in the field. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional testing and baseline checks were completed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing. No error or fault codes were recorded in the programmer's log file and benchtop testing was unable to reproduce the behavior.